Event description:
It was reported while using bd ultra-fine¿ iii needles insulin was unable to be delivered. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from portuguse to english: patient reports that in the batch purchased, about 5 needles were clogged. The issue was noticed previously, she noticed is last year in other batches but no longer has access to them. The patient does not perform the rotation and nor the flow test either. She was instructed regarding the correct procedures. She does not re-use the needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-21. H6: investigation summary customer returned (5) open 5mm, 31g pen needles without the tear drop label. Customer states that the needles were clogged. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd ultra-fine¿ iii needles insulin was unable to be delivered. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: patient reports that in the batch purchased, about 5 needles were clogged. The issue was noticed previously, she noticed is last year in other batches but no longer has access to them. The patient does not perform the rotation and nor the flow test either. She was instructed regarding the correct procedures. She does not re-use the needles.